Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. The patent stated he had not recharged his ipg in 8 months. The programmer also reflected a communication error. A company representative confirmed the device was inoperable. In turn, the patient will undergo surgical intervention at a future date to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different mode. The issue is resolved.